Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode exhibited decreased shock impedance measurements reaching out of range. Device data was sent to technical services (ts) for review. Ts confirmed there were no episodes with noise present. Ts then recommended performing an x-ray and provided further troubleshooting options. This electrode remains in service. No adverse patient effects were reported.